Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they needed an MRI of the brain, so they wanted to know the guidelines. Agent asked patient if the ins battery was depleted and patient stated the ins was still active it just has not worked for them because they still urinate often. Patient stated that it worked wonderful for a month or so but then the ins was no longer working right for them. Patient also mentioned that the ins would give them a "jolt". Patient also stated meeting with a rep, and they reprogrammed the ins, but it was still not working. Patient also mentioned changing and adjusting their programs to see it that would work but it did not. Agent reviewed MRI guidelines and offered to check the patient's setting using the handset but according to the patient both external devices needed to be charged. Patient will charge both external devices and call back once their fully charged so they could check their settings. Agent reviewed expectations as far as MRI guidelines with patient. Patient also mentioned having alzheimer's. Patient called back for head MRI compatibility . When using the handset patient states the screen was dim and there was no MRI mode. Agent sent request to repair. Patient states getting a jolt quite some time ago and did not think the therapy was working. Maybe a year ago or so manufacturer representative came to the clinic and did some tests and then gave patient a list of things to try. It did not seem to be working patient used several programs. Patient states the stimulation may have gotten too high feeling a jolt in the butt and patient turned therapy off. Patient states they had a MRI a couple years ago or so and got the MRI for the knee. During the call, patient connected with the handset and said they got a jolt. Patient states they saw therapy was still off, program b, and 1.9. Patient states having balance issues, falling , headaches , dementia.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were not made aware of the shocking/jolt even at the programming session last fall with the patient.

Event description:
Additional information was received from the patient. They called back and reiterated previously reported information that the therapy hadn't worked for their symptoms and they worked with a "market development representative" who programmed it in the past. Patient said they went through 3 months of changing the programs and "it hurt" but it never helped again. Patient wanted to know what to do to get their MRI and mentioned they'd been able to get a knee MRI in the past. Patient services wanted to note that the patient was very confused on the call. Patient services did their best to assist the patient and reviewed MRI mode compatibility with the patient and redirected the patient to follow up with their managing healthcare provider (hcp) so they could get their replacement handset set up for MRI mode. An email was sent to the field about the patient's need for assistance and the patient directed to follow up with their hcp. Patient also mentioned again that they were dizzy and they'd fallen a few times and hit their head and did something to their vision. They said they were currently wearing a holter monitor for a few weeks so patient services reviewed compatibility considerations with the patient. Patient also mentioned they were getting alzheimer's. On (B)(6) 2026 the manufacturing representative (rep) replied stating they met with the patient today (B)(6) 2026 at the patient's healthcare provider (hcp) office and got the patient's new programmer set up. Rep said they reviewed MRI mode with the patient and noted the patient wasn't feeling any shocking sensation except when the patient cranked the stimulation up too high. Emails did not require a response. Closed case again.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.